Event description:
As reported by the hospital, balloon catheter ruptured during use. The inflation device being used was not registering the pressure of inflation. The balloon catheter was removed along with the sheath. There was no patient injury. The inflation device is being returned for evaluation.